Manufacturer narrative:
A letter was received in the bwi complaints management department on (B)(4) 2012 from the patient's relative that provided additional information regarding this incident and the patient. The patient's relative stated that the doctor said the catheter appeared to be "broken" but proceeded to keep using it. Got it stuck in the patient's heart and had to do 12 hours of open heart surgery to get it out. Then the patient had to have 2 more open heart surgeries to correct the damage. The patient had 3 surgeries within 10 months at (B)(6) hospital. For about 1 ½ years, the patient could not work at all. (B)(4).

Manufacturer narrative:
A bwi field service engineer spoke to the physician who stated that the patient injury was not related to the any of the bwi products. He refused to have the carto, 3 system serviced by bwi. The physician also stated that the stockert 70 system was never used during this procedure and will not be sent to bwi for servicing. The lasso nav catheter used in the procedure was disposed of by the physician and will not be returned to bwi for analysis. The patient was taken to the or and the catheter was removed successfully. The patient then recovered and was released from the hospital within a week. Any further information about the patient or the procedure was not provided by the facility. Concomitant products: carto, 3 system (catalog # fg540000, (B)(4)) stockert 70 system (catalog # s7001, (B)(4)) (B)(4).

Event description:
It was reported that the lasso nav catheter got caught in the cordae of the mitral valve during an afib ablation procedure. Patient was taken into surgery to have catheter removed. Catalog or lot number was not available for the catheter. Carto, 3 system and stockert 70 system were in use.